Event description:
The customer contacted spacelabs healthcare technical support to report that a telemetry bed went offline at the xhibit central station (xcs). There was no report of patient or user harm associated with the event. A spacelabs technical support representative walked the user through performing a restart of the xcs software. Following the restart, the customer confirmed the issue was resolved. Cause of failure was not determined.